Event description:
It was reported that the day after the connection of the set the nurse observed blood leakage at the stopcock placed closest to the catheter. Reportedly, there were no pt complications or injuries.

Manufacturer narrative:
The device was not returned for eval.